Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his concealable spectra (spp) device left cylinder removed on earlier unknown date due to distal erosion. It was reported that this patient was doing fine post-op. Product was explanted and it is unknown if the device will be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.